Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose and high blood glucose. The customer low blood glucose level was 40 mg/dl which was treated with food and high blood glucose level was 410 mg/dl. The customer reported other blood glucose level was 309 mg/dl. Customer treated with ice cream. The insulin pump will not be returned for analysis.